Event description:
It was reported that a device broke inside the patient. Additional information received on 13may2026 indicated that there was no patient harm or health consequences. An additional wire was placed adjacent to the existing wire with the broken ringer balloon, which was used to engage and remove the device through the guide catheter. It was confirmed that the broken component was retrieved in its entirety, with no fragments remaining in the patient. The patient was stable at the conclusion of the procedure and transferred to the next level of care.

Manufacturer narrative:
(B)(4).